Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar complaints reported from this lot. Based on the available information, the single leaflet device attachment (slda) and poor image resolution appear to have been results of challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had ruptured chordae on a2 segment with wide flail segment. Visualization was difficult due to the patient anatomy. The first clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). In the physician's opinion, the slda was due to the large flail gaps and inability to control the valve movement. There was no tissue damage due to the slda. A second clip was attempted to be implanted for stabilization, but the clip was not deployed due to the risk of another slda. One clip implanted with no change to mr, mr remained at 4+. No additional information was provided.